Event description:
A 30 gauge cannula connected to a 3 ml leur lock syringe previously used in the same cataract surgery to perform hydro-dissection using bss (basic salt solution) on the pt. The cannula was removed and the syringe refilled with bss and the cannula reattached. During injection of the bss into the pt's eye, the cannula disengaged from the syringe and entered into the eye and through the iris. Currently being evaluated for retinal tear and dislocation of iol that may have occurred.